Event description:
It was reported that difficulty in removal was encountered. The target lesion was located in the right internal carotid artery. After a filterwire reached the targeted position, a 10.0-31 carotid monorail stent was unpacked, primed and flushed. When the physician advanced the stent into the guiding catheter through the filterwire from the monorail port of the stent, a large resistance was encountered and could not continue to advance. The physician withdrew the stent and filterwire together from the patient at a fully constrained state and found the stent become stuck with the filterwire out of the patient. The stent was removed from the filterwire by simply pulling it out. The procedure was completed with a different device. There were no complications reported and the patient status was stable.